Event description:
Patient presented in 2005 for a stage I spinal cord stimulator lead placement under mac anesthesia. At the time of closing, pt had a cardiopulmonary arrest and was transferred to ICU. Pt did not recover and expired on 6/22/05.

Event description:
Patient presented in 2005 for a stage I spinal cord stimulator lead placement under mac anesthesia. At the time of closing, pt had a cardiopulmonary arrest and was transferred to ICU. Pt did not recover and expired on 6/22/05.